Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim, gastrointestinal/pelvic floor, and fecal incontinence. It was reported that patient had some impedance on all of the electrodes on the lead wire. Manufacturer representative (rep) confirmed there were high impedances >4000 on all electrodes during impedance check. They also received a message stating that maximum settings had been achieved and could not increase amplitude. The cause was unknown. The rep stated the patient did fall in school. The issue was ongoing. Patient representative said the patient was currently on the program that was best due to the impedances. Patient representative said they learned of the impedances last month in (B)(6) when they met with a rep at the doctor's office. Patient representative mentioned this was their 3rd rep in a year. Additional information was received from the manufacturer representative (rep). They reported that they did meet with the patient on (B)(6) 2023. They saw the issue with impedances on (B)(6) 2023, however it was noted previously in the chart in (B)(6) 2022 by a previous rep. The cause of the high impedances was not determined. They stated the patient reported they did fall at school recently but there were impedances on the lead prior to the fall. Effective therapy was established for the patient using the system with the high impedances and patient symptoms were well controlled at initial office visit. When asked what steps were taken to resolve the issue, they reported there was a telemedicine visit with their doctor to talk about options. The issue was not resolved and they were unsure what would be decided between the family and the doctor. The cause of the maximum settings was not determined and the most likely cause was unknown. No steps were taken to resolve the issue since the impedance check. The issue was not resolved. The cause of the inability to increase amplitude was not determined and the most likely cause is unknown. The meeting with the doctor occurred to resolve the issue, but the issue was not resolved. Additional information was received on 2023-feb-16, the rep reported that ins or lead replacement is possibly scheduled. Additional information was received from a manufacturer representative (rep) on 2023-feb-20. The rep reported that the patients device is scheduled to be replaced on (B)(6) 2023. The device needs to be replaced due to impedance issues and unable to increase device amplitude. It was unknown what caused this issue. Additional information was received from a manufacturer representative (rep) on 2023-feb-24. The rep reported that the patient had their device explanted and replaced with rf device. I do have and want to return the device for analysis.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 product analysis 97810: the implantable neurostimulator (ins) passed functional testing. Product analysis 978a128: analysis found that the {x} conductor(s) was/were broken at the distal end of the lead; consistent with ov erstress damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.